Event description:
The patient underwent a removal of a prostalac spacer that the patient received following the explant of a pyrocarbon head and flex stem due to an infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.